Event description:
It was reported that the patient had multiple inappropriate shocks one day post implant due to the oversensing of noise. A review of the electrograms found evidence of air entrapment. The smartpass feature had programmed itself off due to low intrinsic amplitudes. The local representative checked the x-rays and stated the electrode-to-pulse generator connection looked good. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.